Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's parent called and reported customer was receiving no delivery alarms on his insulin pump every time the set was changed. Customer's blood glucose was 535 mg/dl, which was treated with customer's insulin pump, following an infusion set change. It was stated the alarm was resolved by a reservoir change.